Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. The patient stated that the controller was not working but after further review it was reported that the patient was using a not compatible pod. Symptoms reported include fainting, a lot of dissonance, and was very tired. The patient was treated with fluids for dehydration, was heated up due to hypothermia and given magnesium and potassium. The patient was released two days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system up1a.231005. 007.s906usqs7exl8, cloud - smartphone hardware sm-s906u, cloud - cgm sensor type g7.